Manufacturer narrative:
The ICD as well as the solia s and the protego promri s were not returned for analysis. An infection was observed following the implantation of these biotronik devices. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. The review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related. The protego promri sd 65/18 was partly returned for analysis. The lead was found cut approx. 12 cm distal to the df4 connector pin. The proximal, a medial and the distal lead fragment were returned. Between the proximal and the medial lead fragment a 3 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular the insulation of the distal lead fragment was multiply rubbed through. These damages can be considered to be the root cause of the noise and intermittent impedance decreases mentioned in the complaint description. The characteristics of the observed damages indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Based on the event description an interaction with one or several of the four nearby leads should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Manufacturer narrative:
On 3/7/2017 - we were notified that this lead was capped and replaced on (B)(6) 2017. Then the remainder of this lead was explanted on (B)(6) 2017 because the patient had an infection.

Event description:
Ous MDR. After an implantation period of approximately 37 months, oversensing with aborted shock was reported. The lead was not returned to biotronik.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available trend curves demonstrated stable pacing impedance around approximately 550 ohms since (B)(6) 2013 with intermittent sharp decreases under 200 ohms in(B)(6) 2016. Furthermore the provided iegms confirmed the presence of noise on the rv channel which led to atp therapy as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.